Manufacturer narrative:
(B)(4) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2020 and suture was used. The needle broke off the suture and the procedure was completed using a like device. There were no adverse patient consequences reported. Additional information has been requested.